Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he insulin pump had an over delivering alarm. Customer's low blood glucose value was 2.9 mmol/l. Customer¿s blood glucose level was 6.8 mmol/l at the time of the call. The customer was treated for the low blood glucose with food. The customer was assisted with troubleshooting and stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The customer's parent was advised to discontinue use of insulin pump and revert to back up plan. The product was returned for analysis.